Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional device information unknown / not provided. Email address unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported another screw fracture at tooth site 33 of a telescope prosthesis. Patient has been rescheduled for new screw placement. Screw was placed on (B)(6) 2021 and removed on (B)(6) 2022.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned products identified fracture around the threads. Device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: fracture: screw). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.